Event description:
Novasure device was enabled the rf cycle lasted 13 seconds and stopped. The physician enabled the device a second time; the rf cycle lasted for 6 seconds. The product manager was notified after it was reported the device had two failed rf cycles. She recommended that we use a new device. The procedure was completed with the second device.